Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator failed the power on self test (post). The device was available for evaluation. The service personnel (sp) inspected the unit and confirmed the reported issue. Sp found that the unit would generate the post code and intermittently fail/resetting and the light-emitting diode (led) on the direct current (dc)-dc converter printed circuit board assembly (pcba) was faintly blinking. Sp replaced the dc-dc converter pcba for the issue. The unit passed all the required calibrations and tests as per manufacturer specifications at the time of service. One dc-dc converter pcba was returned for analysis. Visual inspection of the returned dc-dc converter pcba found no anomalies. The dc-dc converter pcba was attached to the failure investigation test ventilator for analysis. The ventilator failed to power up. The dc-dc converter pcba was found to be faulty. If a dc-dc converter pcba failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv) or loss of ventilation (lov). The cause of the event was isolated to a faulty dc-dc converter pcba. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilators failed the power on self test (post). The ventilator was not in use on a patient at the time of the reported event.